Event description:
Patient was having a broviac 4.2 catheter placed. During the procedure the guide wire became stuck inside the needle that comes with the kit. The needle was in the patient at the time. The guide wire and needle had to be removed and another kit opened and used. The second kit was also difficult to use, but did perform properly. The patient did not sustain any harm.